Event description:
Information received indicates the brake will not set on the foot end of the stretcher.

Manufacturer narrative:
The technician found the brake/steer linkage was broken. The technician installed a brake/steer upgrade kit to repair the stretcher.